Manufacturer narrative:
The returned pacemaker was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. No additional adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. No additional adverse patient effects were reported.